Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported thrombus was confirmed through the evaluation of the submitted images. Although a specific cause for the observed thrombus could not be conclusively determined, the depositions could have contributed to the reported abrupt decrease in flow. The decrease in pump flow was unable to be confirmed through this evaluation, as no log files were submitted for review. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The first submitted image showed a thick, red/white tissue-like thrombus present in the lumen of the sealed outflow graft, occluding the outflow graft almost entirely. The second submitted image showed a thick, red, tissue-like thrombus in the proximal end of the inflow cannula, which appeared to occlude less than half of the inflow cannula. Based on the size of the thrombi and the abrupt nature of the decrease in flow, the thrombi appeared to have been ingested into the pump and could have contributed to the flow issues. No product was returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. After the reported pump exchange, the patient remains ongoing on heartmate 3 lvas support, with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists cardiac arrhythmia and thromboembolism as potential late postimplant complications that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas. Section 1 of the IFU also provides an explanation of all pump parameters, including pump flow. This section also explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that inotropes were initiated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had sustained ventricular tachycardia and had an abrupt change in flow down to 0.5 liters per minute (lpm). The patient was placed on extracorporeal membrane oxygenation (ECMO) for cardiogenic shock and thrombus was identified by echocardiogram. The patient was taken to the operating room for emergent pump exchange.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported thrombus was confirmed through the evaluation of the submitted images. Although a specific cause for the observed thrombus could not be conclusively determined, the depositions could have contributed to the reported abrupt decrease in flow. The decrease in pump flow was unable to be confirmed through this evaluation, as no log files were submitted for review. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The first submitted image showed a thick, red/white tissue-like thrombus present in the lumen of the sealed outflow graft, occluding the outflow graft almost entirely. The second submitted image showed a thick, red, tissue-like thrombus in the proximal end of the inflow cannula, which appeared to occlude less than half of the inflow cannula. Based on the size of the thrombi and the abrupt nature of the decrease in flow, the thrombi appeared to have been ingested into the pump and could have contributed to the flow issues. It was reported that the patient had sustained ventricular tachycardia and had an abrupt change in flow. The patient was placed on extracorporeal membrane oxygenation (ECMO) for cardiogenic shock, and thrombus was identified via echocardiogram. It was additionally reported that the patient was taken to the operating room for emergent pump exchange. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists cardiac arrhythmia and thromboembolism as potential late postimplant complications that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas. Section 1 of the IFU also provides an explanation of all pump parameters, including pump flow. This section also explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2025 due to withdrawal of care after poor prognosis for quality of life. It was reported that the outcome was not device or therapy related. An autopsy would not be performed and the pump would not be explanted. The patient's death is reported under (B)(6), MFR #: 2916596-2025-05885.